Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized for the event. The breach was further described as the patient's cat chewed through the patient line of their cassette resulting in a leak in the patient line. The patient was treated with an unspecified intraperitoneal antibiotics. At the time of this report, the patient had been retrained on proper aseptic technique and was discharged from the hospital. The patient was recovered and pd therapy was ongoing. Additional information is not available.